Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a loss of motor control of the right leg following the use of the passing elevator during the scs implant procedure. Additionally, the patients blood pressure had increased intraoperatively. Therefore, the physician aborted the scs implant procedure and proceeded with a laminectomy with no devices implanted. The patients sensory and motor control returned to baseline postoperatively and the patient was able to move all extremities normally.

Manufacturer narrative:
Device analysis performed on the returned passing elevator revealed normal device characteristics during visual inspection. As there was no allegation against the functionality of the device and the patients sensory and motor control returned to normal postoperatively, engineers concluded that the adverse event was related to the procedure.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a loss of motor control of the right leg following the use of the passing elevator during the scs implant procedure. Additionally, the patients blood pressure had increased intraoperatively. Therefore, the physician aborted the scs implant procedure and proceeded with a laminectomy with no devices implanted. The patients sensory and motor control returned to baseline postoperatively and the patient was able to move all extremities normally.

Manufacturer narrative:
Correction to the initial MDR in block b1.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a loss of motor control of the right leg following the use of the passing elevator during the scs implant procedure. Additionally, the patients blood pressure had increased intraoperatively. Therefore, the physician aborted the scs implant procedure and proceeded with a laminectomy with no devices implanted. The patients sensory and motor control returned to baseline postoperatively and the patient was able to move all extremities normally.